Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported via phone call that the top of reservoir had air bubble and noticed by customer during filling process. The customer¿s blood glucose was 183 mg/dl. Customer was assisted with troubleshooting. The customer stated that the approximate size of air bubbles was small size, not champagne bubbles. The customer stated that they reviewed best practices for handling insulin for reservoir fill technique. The device will not be returned for analysis.